Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, atrial noise reversion episodes were observed. Atrial lead noise could be induced with patient arm movements. No intervention was performed. The patient was asymptomatic and would be monitored.